Event description:
It was reported that the system 9800 displayed an error message "iris too large" and would not operate. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The single board computer, image processor, and generator interface circuit boards were installed as a cpu upgrade. All software was reloaded. The system was tested and found to be working as intended and placed back into service.